Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR reports: 1627487-2013-16216 and 1627487-2013-16217, it was reported the patient complained her ipg had a frequent recharge burden since she was implanted. The patient also reported a change in stimulation, and x-rays revealed lead migration. Reprogramming was unable to provide effective stimulation coverage. Follow-up identified the physician explanted and replaced the leads with a paddle lead and the ipg with a different model on (B)(6) 2013. The patient reported effective stimulation therapy postoperative. The explanted devices will not be returned to the manufacturer.